Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that because the patient's implant site never healed, the device began to come out. The device was removed from the patient. No further patient complications have been reported as a result of this event.